Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited pacing inhibition and fluctuating pace impedance measurements around 600 ohms, and rv lead fracture was suspected. It was noted that the patient implanted with this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan, and the plan was to place the rv lead into the left ventricular (lv) port of a new cardiac resynchronization therapy pacemaker (crt-p) device. Technical services (ts) reviewed MRI conditional crt-p models. Additional information received reported that the rv lead revision was not successful, and the pacemaker system was left implanted. A secondary procedure was performed to explant and replace the right ventricular (rv) lead and pacemaker, with another rv lead and pacemaker of different model numbers. It was noted that the right atrial (ra) lead remains in service. No additional adverse patient effects were reported.